Event description:
It was reported that catheter twist occurred. The target lesion was located in superficial femoral artery (sfa). The opticross 18 imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the screen went black and upon removal, it was noted that the catheter had spun on the wire and broke. The procedure was completed with another of the same device. There were no patient complications.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the imaging window was kinked and twisted and that the imaging core was twisted beginning 161cm from the distal end of the connector shaft. A test guidewire was inserted and no indication of resistance in tracking the guidewire into of the catheter was noted. Microscopic inspection revealed the guidewire exit port was damaged, but the tip was in good condition. Impedance testing showed an electrical open at the distal wave form.

Event description:
It was reported that catheter twist occurred. The target lesion was located in superficial femoral artery (sfa). The opticross 18 imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the screen went black and upon removal, it was noted that the catheter had spun on the wire and broke. The procedure was completed with another of the same device. There were no patient complications.